Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp unit and discovered the high pressure helium regulator has sustained damages. The regulator is not making a proper seal with the helium tank. The loud screeching sound was created due to damage to the high pressure regulator. The stm is unsure how the damage occurred. However, there were several nicks detected in the regulator. This possibly could have occurred from misaligning the helium tank when the customer was replacing it. The stm spoke to the customer and indicated this will be a billable event as it is beyond the scope of the warranty. The stm returned to the customer's site and replaced the high pressure helium regulator. The stm inspected unit and repaired helium leaks as per service bulletin. The unit passed all calibrations. The stm then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that when the customer was changing the helium tank on the cardiosave intra-aortic balloon pump, there was a loud screeching noise. No patient was involved and no adverse event was reported.